Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic, noise was observed and reproducible on the rv lead. Patient was asymptomatic. The lead was explanted and a new lead was implanted. Patient is stable post procedure.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported device problem and resolution.

Event description:
New information received states that the rv lead was never explanted due to noise, instead it was capped and replaced due to insulation abrasion.